Event description:
Ring applicator part #084.087 was purchased 2/22/95 with the mhdr unit and was unused until the date of the report to nucletron. On that date, the applicator was taken from the kit where it was stored, inspected prior to clinical use, at which time the ring end of the applicator became detached from the applicator shaft. The incident was reported to nucletron and a replacement applicator was provided. It was determined that tech note #300.048, which informs the user of the possibility that the ring may separate was delivered to the clinician when the unit was commissioned. This tech note instructs the weld at the site where the ring joins the applicator should be inspected prior to use.